Event description:
It was reported that device entrapment and balloon rupture were encountered. The target lesion was located in the tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter and a bx5 peripheral rotawire guidewire were selected for the procedure. During the procedure, the balloon could not be pulled back over the wire and both were removed from the patient's body together. The wire was stuck in the balloon. A new balloon and wire were opened to complete the procedure. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a new balloon. No patient complications nor injuries were reported and the patient's status was fine.